Event description:
Rn, don reported that approx. 20 minutes after the start of treatment the pt became dyspenic. Pt's rr was >20 and the bp was elevated 180/110. The pt complained of feeling hot but was afebrile. The pt was reinfused per the nephrologist. Symptoms resolved after reinfusion. Ebl>100cc. Blood cultures were done and a change in the dialyzer was prescribed. Sample available and a sample envelope was sent to the facility on 8/22/96.